Event description:
Jj care hydrocolloid dressing is offered on (B)(6) at a much lower price than the gold standard tegaderm from 3m. After applying the dressing to nodular lesions, on an arm with lymphedema, I noticed that the gel does not absorb the extrude, thus leaving infected extrude in contact with the wound. I stopped using immediately. There is no list of ingredients, which every other hydrocolloid product includes, nor a country of origin. Hydrocolloid was, I believe, perfected in (B)(6), and every other dressing I have purchased is manufactured in (B)(4). Jj care's package states only "manufactured for jj care." Serious wound deterioration. FDA safety report ID# (B)(4).